Manufacturer narrative:
S/w 4.11c, retainer ring = black, case type = ngp. The customer was treated in the ER for alleged low bgs on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, faded/stained serial number label, keypad overlay texture damage, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump errors/alarms noted 1 week prior to the event date 22-jan-2023 in the pump history file. 01/15/2023 12:32:06.000 alarmalertnotification faultnumber = no delivery (7) - during bolus 01/15/2023 12:42:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal 01/15/2023 12:59:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal 01/15/2023 13:09:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal 01/15/2023 13:22:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal 01/15/2023 13:30:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal 01/15/2023 13:40:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal 01/15/2023 13:48:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal 01/15/2023 21:02:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal 01/15/2023 21:12:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal 01/15/2023 21:20:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal 01/15/2023 21:29:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal 01/15/2023 21:39:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal 01/15/2023 22:53:43.000 alarmalertnotification faultnumber = no delivery (7) - during bolus 01/16/2023 09:31:43.000 alarmalertnotification faultnumber = no delivery (7) - during bolus 01/16/2023 11:56:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal 01/16/2023 12:06:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal 01/17/2023 09:37:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal 01/17/2023 09:47:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal 01/17/2023 09:48:01.000 alarmalertnotification faultnumber = no delivery (7) - during basal 01/18/2023 04:32:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal 01/18/2023 04:42:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal 01/18/2023 15:02:32.000 alarmalertnotification faultnumber = no delivery (7) - during bolus 01/22/2023 16:53:22.000 alarmalertnotification faultnumber = no delivery (7) - during bolus 01/22/2023 17:03:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal 01/22/2023 17:17:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No delivery alarm not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hypoglycemia with an unknown blood glucose value. Troubleshooting was performed. It was unknown whether the auto mode feature was active and whether the pump was used within 48 hours of the reported bg event. It was unknown whether the customer will continue the use of the device. The pump will not be returned for analysis.